Manufacturer narrative:
(B)(4). H3 device evaluation summary: the actual device labeled as pc-000466105 was identified as product code w9962. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000466105 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed. Additional information was requested and the following was obtained: did 2 devices have needle tip breakage in one procedure? Yes note: events reported via mw 210968-2019-82787 and 2210968-2019-82788

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962, ml9ctta0 number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 2 device have needle tip breakage in one procedure? Events reported via mw 210968-2019-82787 and 2210968-2019-82788.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle tip was damaged during sewing perineum. No damaged needle was found in patient body. A like device was used to complete surgery. There were no adverse patient consequences reported.